Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell 3. The technical service representative (tsr) instructed the home patient (hp) to close all the clamps as well as the transfer set. The tsr advised the hp to cycle the power off and back on to system error (se) 2367. The tsr further advised the hp to cycle power off and on again to the "press go to start" prompt. The tsr explained the alarms. The hp stated a supply bag fell off the table and disconnected. The tsr advised the hp to discard all supplies and to report alarms to the peritoneal dialysis nurse (pdrn) the following morning. The hp confirmed to finish therapy with manual supplies. On (B)(6) 2010 (B)(4) spoke with the hp who stated he notified his nurse right away of the incident. The hp confirmed he was doing fine and stated he was having no problems with therapy. The lot number of the cassette was unknown and the sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.